Manufacturer narrative:
Citation: ruile p et al. Medium-term follow-up of early leaflet thrombosis after transcatheter aortic valve replacement jacc cardiovasc interv. 2018 jun 25;11(12):1164-1171. Doi: 10.1016/j.jcin.2018.04.006. Epub 2018 jun 18. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without the return of the product, no definitive conclusion can be made regarding the clinical observations. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding the medium-term outcomes in patients diagnosed on computed tomographic angiography with leaflet thrombosis following transcatheter aortic valve replacement from a large cohort. All data were collected from a single center between may 2012 and june 2017. The study population included 754 patients (predominantly female; mean age 82 years), 109 of which were implanted with either a medtronic corevalve bioprosthetic valve or a medtronic evolut r bioprosthetic valve. No serial numbers were provided. Among all patients, 124 deaths occurred during the follow-up period (median range of 406 days). Multiple manufacturers were noted in the literature; based on the available information, medtronic product did not cause or contribute to these deaths. Among all patients, adverse events included: valve degeneration requiring valve-in-valve procedure, hemodynamic valve deterioration due to endocarditis, symptomatic hemodynamic valve deterioration, stroke, transient ischemic attack, leaflet thrombosis, late obstructive thrombosis, and mild-moderate paravalvular leak. Multiple manufacturers were noted in the literature; based on the available information a direct correlation could not be made between medtronic product and the observed adverse events. No additional adverse patient effects or product performance issues were reported.